Event description:
It was reported that patient had a patella and poly insert exchange. Also a femoral component exchange is going to be performed.

Manufacturer narrative:
Due to potentially expected use. The patella component appears to have been sectioned. One of the pegs was not received. The other two pegs did not exhibit deformation however were damaged as a result of the apparent sectioning of the patella component. Two witness wires were received separated from the patella component. It is unclear the reason for receiving two witness wires that were separated from the patella component. Based on this investigation, there were no materials or manufacturing related issues with the returned components. A clinical analysis indicated that recurrent arthrofibrotic/hyperplastic local tissue reactions, cachexia and the intraoperative complications are likely contributing factors to the reported events, however, the source of the intermittent systemic rash/reaction cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with the implant. They did resolve after the patellar revision, the scarring and arthrofibrosis continued. The patient impact cannot be concluded, the cause is multi-factorial: the reported nickel allergy that ¿she tends to form scar tissue rather quickly¿, osteoporosis, chronic pain and steroid use. The cause of the reported symptoms, 1st partial revision, intraoperative complications x 2, manipulations x 2, and expected future (2nd) revision cannot be determined. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed parts did not reveal additional complaints for the listed batches. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that patient had a manipulation under anesthesia due to arthrofibrosis on (B)(6) 2018.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, the reported nickel allergy, slight varus orientation of 1° tibial component, recurrent arthrofibrotic/hyperplastic local tissue reactions, cachexia and the intraoperative complications are likely contributing factors to the reported events, however, the source of the intermittent systemic rash/reaction cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with the implant but they did resolve after the patellar revision, of note, the scarring and arthrofibrosis continued. The patient impact cannot be concluded because the cause is multi-factorial: the reported nickel allergy, that "she tends to form scar tissue rather quickly", osteoporosis, chronic pain and steroid use. The cause of the reported symptoms, 1st partial revision, intraoperative complications x 2, manipulations x 2, and expected future (2nd) revision cannot be determined. Should additional clinically relevant documentation/information be provided, the clinical/medical investigation may be re-evaluated. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.